Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had an elevated mean arterial pressure (map). A four-dimensional computed tomography (4d-CT) and echocardiogram were performed. The septum was midline, left ventricular internal diameter at end-diastole was 5.1. The 4d-CT revealed layering pericardiac hematoma measuring up to 1.5 cm in thickness; with no evidence of active extravasation. The CT scan revealed satisfactory appearance of the left ventricular assist device; no evidence of obstruction of the inflow or outflow cannula. Normal motion of the mitral and aortic valves. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. The patients medications were updated. The center planned on continuing to monitor and adjust medications as needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number: (B)(4), and the reported pericardiac hematoma could not be conclusively determined through this evaluation. Review of the submitted computed tomography angiography images appeared to show the lumen of the outflow graft to be patent. The submitted controller event log file contained events from 31mar2025. No notable events or alarms were observed, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the events; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event no further information was provided. The manufacturer is closing the file on this event.